Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was a hole in the cuff. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. A functional test was performed. No failure mode was observed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.